Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal failed to load. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal failed to load. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The lot # 25153417 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on (B)(6) 2020. Photograph from the account shows that the white plunger of the delivery device was not pressed down and the tension spring assembly is still stuck in the delivery tube with the seal extended outside of the tube not properly loaded into the delivery device. Device was investigated on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use with no evidence of blood were observed. The anchor and tension spring assembly remained inside the delivery device in the pre-deployed position. The seal was extended outside the tube. The seal was then pulled out from the delivery device for inspection. Microscopic inspection showed the tether remained uncut and attached to the seal and tension spring. The white plunger on the delivery device remained unpressed and the blue lock remained in the locked position. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.219 inches. The length of the delivery tube was measured at 2.500 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem" was confirmed.